Event description:
A user facility technician reported that during a pt treatment on a system 1000 hemodialysis machine, the arterial drip chamber filled with air for an unknown reason. The machine appropriately gave an air detection alarm, the blood pump shut off, and the line clamp closed. The pt was fine at first but then indicated chest pain. The pt was immediately taken to the ER and intubated. Add'l info regarding the pt was requested from the facility but is not available. The facility technician visually inspected the machine after the incident and no air was observed past the line clamp. The only air observed, was in the drip chamber and some going to the dialyzer. Reported treatment parameters consisted of a dialysate flow rate of 800 ml/miunte.